Event description:
It was reported that unknown bd product had package damaged the following information was provided by the initial reporter; the packaging was found to be damaged using an intravenous indwelling needle and replaced

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
No additional information provided.

Manufacturer narrative:
A complaint history review cannot be performed as no material and batch/lot number was provided. A device history record(DHR) review could not be performed as no material and batch/lot number was made available for this reported event. A retain sample analysis review could not be performed as no material and batch/lot number was made available for this reported event. Based on limited information available after multiple unsuccessful attempts to obtain - unable to assess the rm documentation. Root cause couldn't be determined due to unavailability of sample, material and batch/lot number information.